Event description:
It was reported that following the implant procedure while the patient was still on the table, there was no p-wave sensing, and the atrial lead was seen sensing r-waves. Possible micro-dislodgement was noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2015. (B)(4).